Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD, implant date: (B)(6) 2023; 5076-52 lead, implant date: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing discomfort at the implant site. A pocket revision was done to re-locate the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Additionally, prior to the procedure, the right ventricular (rv) lead exhibited diminished r waves and it was planned to replace the lead at the time of the revision. However, during the revision procedure the programming was changed from bipolar to integrated bipolar and the r waves were bigger. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.